Event description:
It was reported that the customer's insulin pump was making the customer rewind and set the time and date after every battery change. The customer's blood glucose was unknown. The customer found that he had previously received the external ram crc error alarm and the unexpected restart alarm. The customer stated that the alarms did not occur during the rewind or prime sequence. The customer stated that a temporary basal rate was not programmed before the alarms occurred. Explained alarms and possible causes. Advised the insulin pump needed to be replaced. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected alarms or time/date reset noted after battery change. The insulin pump passed self- test. No damage noted on interface board. The insulin pump had cracked reservoir tube lip.